Manufacturer narrative:
An event regarding fracture & wear involving a cutting edge reamer was reported. Conclusions: the device was shipped to the supplier, (B)(4), for evaluation. The supplier confirmed the event. See the attached report from the supplier for details. The damaged device was discovered during inspection. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Customer informed to customer service assistant via phone that reamer hand piece was broken off to inside the attachment. The event didn't cause any harm for the patient or personnel or any surgical delay. Customer took a new item for replace.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Customer informed to customer service assistant via phone that reamer hand piece was broken off to inside the attachment. The event didn't cause any harm for the patient or personnel or any surgical delay. Customer took a new item for replace.